Event description:
It was reported that the pt had chronic small bowl obstructions that were confirmed through radiological testing. The pt had a previous roux-en y procedure and the roux limb of the "pouch" was obstructed by an enterra lead. There was extra lead in the abdomen and the physician removed the excess lead and preserved the device. Further info was requested.

Manufacturer narrative:
.